Manufacturer narrative:
Date sent to the FDA: 9/14/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Patient code: 3189 - surgical intervention, 3191 - vaginal wall prolapse, rectocele. It was reported that the patient experienced adhesion, vaginal wall prolapse, rectocele and recurrent sui following surgery. It was reported that the patient underwent mesh removal on (B)(6) 2015.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a procedure and mesh was implanted on (B)(6) 2006. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2015 and mesh was implanted, due to her sui. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. No additional information was provided.